Event description:
Weakness in the knee [joint instability] increase in stiffness on left knee [joint stiffness] aspiration left knee [effusion (l) knee] increase in swelling on left knee [swelling of l knee] increase in aching on left knee [knee pain] not be able to participate in any activities [activities of daily living impaired] few white blood cells seen in synovial fluid from left knee [synovial fluid white blood cells positive] . Case narrative: initial information received from united states on 19-nov-2018 regarding an unsolicited valid serious case received from physician via health authorities of united states under reference mw5080807. This case involves adult patient who experienced weakness in the knee, increase in swelling on left knee, aspiration left knee, increase in stiffness on left knee, increase in aching on left knee, not be able to participate in any activities and few white blood cells seen in synovial fluid from left knee (latency: unknown), while he/she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at the dose of 6 ml (lot - 7rsl039a) for unknown indication via ultrasound guidance to the left knee. On (B)(6) 2018, after unknown latency, patient had increased swelling, stiffness and aching on the left knee. Left knee was aspirated and sent for lab for analysis. Patient was unable to participate in any activities and complained of weakness of knee (latency: unknown). Patient had fluctuating knee pain and swelling. The knee was aspirated and injected with cortisone. The synovial fluid from left knee showed few white blood cells (latency: unknown). Final diagnosis was few white blood cells seen in synovial fluid from left knee, not be able to particpate in any activities, increase in aching on left knee, increase in stiffness on left knee, increase in swelling on left knee and weakness in the knee. Corrective treatment: cortisone for weakness in the knee, increase in swelling on left knee, increase in stiffness on left knee, increase in aching on left knee, aspiration left knee; not reported for rest. Outcome: unknown for all events a product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one. Batch number: 7rsl039a; global ptc number: (B)(4). The production and quality control documentation for lot number 7rsl039a expiration date (09/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 7rsl039a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2018, there were 4 complaints on file for lotnumber 7rsl039 and all related sub lots. 4 complaints are on file for lotnumber 7rsl039a: (1) detached luer lok hub, (1) detached plunger rod/detached luer-lok hub and (2) adverse event reports. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product complaint handling" to determine if a CAPA was required. Seriousness criteria: intervention required for weakness in the knee, increase in swelling on left knee, increase in stiffness on left knee, increase in aching on left knee, aspiration left knee. Additional information was received on 29-nov-2018. Global ptc number and its results were added.

Event description:
Weakness in the knee [joint instability]; increase in stiffness on left knee [joint stiffness]; aspiration left knee [effusion (l) knee] ; increase in swelling on left knee [swelling of l knee]; increase in aching on left knee [knee pain] ; not be able to participate in any activities [activities of daily living impaired]; few white blood cells seen in synovial fluid from left knee [synovial fluid white blood cells positive]. Case narrative: initial information received from united states on 19-nov-2018 regarding an unsolicited valid serious case received from physician via health authorities of united states under reference mw5080807. This case involves adult patient who experienced weakness in the knee, increase in swelling on left knee, aspiration left knee, increase in stiffness on left knee, increase in aching on left knee, not be able to participate in any activities and few white blood cells seen in synovial fluid from left knee (latency: unknown), while he/she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at the dose of 6 ml (lot - 7rsl039a) for unknown indication via ultrasound guidance to the left knee. On (B)(6) 2018, after unknown latency, patient had increased swelling, stiffness and aching on the left knee. Left knee was aspirated and sent for lab for analysis. Patient was unable to participate in any activities and complained of weakness of knee (latency: unknown). Patient had fluctuating knee pain and swelling. The knee was aspirated and injected with cortisone. The synovial fluid from left knee showed few white blood cells (latency: unknown). Final diagnosis was few white blood cells seen in synovial fluid from left knee, not be able to participate in any activities, increase in aching on left knee, increase in stiffness on left knee, increase in swelling on left knee and weakness in the knee. Corrective treatment: cortisone for weakness in the knee, increase in swelling on left knee, increase in stiffness on left knee, increase in aching on left knee, aspiration left knee; not reported for rest. Outcome: unknown for all events. Seriousness criteria: intervention required for weakness in the knee, increase in swelling on left knee, increase in stiffness on left knee, increase in aching on left knee, aspiration left knee. A product technical complaint was initiated and results were pending for the same.